Event description:
It was reported that there was a catheter puncture at the connector site. There was pt contact but no pt injury or death alleged. Product revision was unk. Additional info was requested and on (B)(6) 2014, the following was provided by the customer. The pt had a type iii thoracoabdominal aortic aneurysm status post fenestrated endovascular repair along with stenting of the left renal, superior mesenteric, and celiac arteries. Spinal drain placement for mgmt of spinal cord perfusion. On (B)(6) 2014 (1:00 am on post-operative day 1), the nurse turned the pt and the bed was soaked. The pt was not incontinent so the nurse inspected the spinal drain and found it to be punctured. The spinal drain was pull out and discontinued. Product lot number unk at this time.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.